Event description:
It was reported that prior to implant, while still in sterile package, the device would not interrogate. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of telemetry anomaly was confirmed via device image in the laboratory. Analysis found that fr telemetry is lost each time a parity error is detected.